Event description:
Related manufacturer reference number: 2017865-2022-16729. It was reported that a patient presented in-clinic. Upon interrogation, it was found that the patient's pacemaker and right ventricular (rv) lead had exhibited loss of capture as well as high and variable capture thresholds. Corrective programming changes were made. The patient was stable throughout.